Event description:
It was reported that balloon rupture occurred. The target lesion was located in the chronic total occluded and severely calcified anterior tibial artery. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the chronic total occluded and severely calcified anterior tibial artery. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was 100% stenosed and mildly tortuous. The device was removed without any problem.